Event description:
It was reported that the pump battery would not charge, and the connection was unstable and not recognized even after various attempts. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to manual injections for insulin therapy.